Manufacturer narrative:
Unit received with stripped battery cap coin slot. Unit received with minor scratches on lcd window and case. Unit received with cracked lcd window, case at display window corners, battery tube threads and end cap. Unit received with broken reservoir tube lip. Unit received missing end cap sticker.

Event description:
It was reported that the customer was unable to remove the battery cap of the insulin pump. The customer's blood glucose was 125 mg/dl. Troubleshooting was done. The customer had attempted to remove the battery cap with a quarter and a large screwdriver with no success. Advised to discontinue use of the insulin pump if the battery was low. Advised to monitor closely if the customer continued use of the insulin pump. Explained that the insulin pump needed to be replaced. Advised that a replacement insulin pump would be sent. Nothing further reported.